Manufacturer narrative:
The front bezel was replaced to resolve the issue. Multiple attempts to retrieve device disposition information has yielded no response from the customer. The front bezel was received for failure investigation. There was no further testing required. Previous investigations have identified that liquid ingress, due to the variability of the assembly process, causes navigation ring failures. Upon further review, it was found that the device malfunction was discovered during periodic maintenance. No patient was using the device when the failure occurred, and there was no delay to treatment as a result of the reported issue. Based on this information, it has been concluded that this is not a reportable event.

Manufacturer narrative:
There was no patient involvement.

Event description:
The customer reported the nav ring did not work. There was no patient involvement.